Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was prompted to open drawer while it was already open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not recognized as open. A field service engineer (fse) replaced the old full height drawer with a new drawer that was taken from another device to resolve the issue. Fse then rebooted the system, launched the applications and configured the drawer and storage space. The system functioned as intended after the field service engineer had repaired the device.